Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The distal cutting loop is dislodged from its housing shaft. Only 1 piece returned from the package of 6. A complaint history review (timeframe: 01.06.2021 - 06.07.2023) yielded four similar complaints (969167, 969795, 970096, 973049) that have been filed as mdrs. For two of those events the MDR was required as further cases were found which led to a serious injury. Accordingly, also for the complaints under consideration, it is likely that if the malfunction recurs during a procedure, a serious injury may occur. In conclusion, the complaints are considered as reportable. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a procedure, the loop broke off and the staff had to go in with a grasper and pull pieces out. There was no adverse patient outcome.